Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced touchscreen responsiveness issues on the ilet while working outside, and was guided to recalibrate by holding the wake button on the color ilet while on the charging pad, after which the device woke and unlocked; the user then completed a firmware update and was advised to restart the ilet if issues persisted. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Investigation included customer service troubleshooting, device recalibration, and a firmware update. Investigation of this case revealed a transient touchscreen performance issue with no reproducible malfunction after recalibration and update. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.